Event description:
On tuesday, I changed my infusion set and reservoir and had normal blood glucose (bg) levels for a couple of day. The reservoir started at a full 180 ml. On thursday at 10pm, I checked my bg and discovered it was nearly 500. I gave a correction, then decided to use the insulin pen because the sugar was so high! I checked my bg one hour later and it had come down about 250 points. I figured everything was going back to normal so I enjoyed the next few hours of sleep. About 6 am, I checked my bg and it was up near 500 again. I programmed the pump to give a correction, but I received a "no delivery" warning message. I decided to change the entire infusion set and reservoir. I removed the parts from my body and from the pump. I decided just to check the reservoir, so I stuck my finger into the hole and gave a push on the reservoir and it wouldn't budge. The reservoir is stuck at roughly 100ml.